Event description:
The manufacturer received information alleging a warping of labels under high temperatures occurred on a dreamstation 2 auto CPAP. There was no death, serious harm or injury were reported, and no medical intervention was provided. The device has not yet been returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.